Event description:
A surgeon reported a difficult implantation case with the hydrus microstent in which a cyclodialysis cleft was formed. At this time information regarding the sequelae are unknown. Additional information has been requested. Attempts to reach the surgeon were unsuccessful.

Manufacturer narrative:
It is unknown if the hydrus microstent remains in situ or if the device was removed during surgery. However, it is not available for evaluation. Device identifiers and additional information were requested from the surgeon on four separate occasions. As of the date of this report, no response has been received. An smdr will be filed if new information is received. Cyclodialysis cleft is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).